Event description:
According to the customer, over the "last few years" the foley balloons "leak" causing the foleys to not last "30 days".

Manufacturer narrative:
According to the customer, over the "last few years" the foley balloons "leak" causing the foleys to not last "30 days". The customer reported her husband who is "quadriplegic", has been using these foleys without issue until "a few years ago". The customer reported they last "anywhere from 1 day to 3 weeks". According to the customer due to the reported issue, she replaces the catheters more frequently. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.